Event description:
Literature was reviewed regarding a 52-year-old female patient who underwent mitral valve replacement using a medtronic 29mm mosaic bioprosthetic valve. It was reported that post implant, a transthoracic echocardiography (tte) performed revealed mitral stenosis, thickened and restricted bioprosthetic mitral valve leaflets, moderate mitral regurgitation and elevated gradients across the bioprosthetic valve. The valve was explanted and replaced with non-medtronic valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: kathleen r. Khan., et al.. Surgical reintervention for complex, multivalvular rheumatic heart disease. The journal of the american college of cardiology 30;30:104356 2025. 10.1016/j.jaccas.2025.104356 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.